Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open wedge-shaped cut lobe procedure the stapling device was being applied to the broken lung t issue when the stapler did not fire. The black pusher thumb piece could not be moved at all. A new staple cartridge was used to resolve the issue and complete the case. The bleeding increased but was not over 500 cc. The report indicated there was no patient harm due to the issue but the patient outcome of the procedure was "alive with injury". Clarification has been requested.